Manufacturer narrative:
(B)(4). A request for the return of the device has been made, but the device has not yet been received by baxter. Similar reports have been received for the reported problem. Should the device be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a malfunction of "cant close channel manually" was confirmed by baxter personnel during product evaluation. The root cause was assigned to a faulty pump head module (phm). The phm was replaced to correct this condition. No previous service events were related to the reported condition. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006. Should additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump that can nott close manually; this condition had the potential to interrupt delivery. It is unknown when this event occurred. It is unknown if there was reported patient involvement, patient injury, medical intervention, or adverse event in association with this event. The software version is currently unknown at this time. No additional information is available.